Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb), and downloaded the software. The device then passed all testing.

Event description:
It was reported that when a ventilator was turned on, the controls were locked out. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.